Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid encountered within the cassette compartment and pump door. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The valve actuation test passed. The systems air leak test passed. The patient sensor calibration check passed. An accelerated stress test (ast) (3hours) was performed and completed without any failures or problem. No fluid leaks in test cassette during test. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. There was a visual evidence of a clog in hp1 filter which is a related failure to the reported symptom code - air detected in cassette warning. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that during 3rd fill there were multiple air detected in cassette warnings. The patient called the pd nurse who instructed a disconnection from the cycler. The next morning the patient called technical services who assisted in cancelling the treatment and shutting down the cycler. When the patient removed the cassette from the cycler, fluid was seen in the pump module area and on the exterior of the cassette. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). Technical support issued the patient another cycler. In a follow up the patient reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to complete treatments doing manuals until the new cycler arrived. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that during 3rd fill there were multiple air detected in cassette warnings. The patient called the pd nurse who instructed a disconnection from the cycler. The next morning the patient called technical services who assisted in cancelling the treatment and shutting down the cycler. When the patient removed the cassette from the cycler, fluid was seen in the pump module area and on the exterior of the cassette. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). Technical support issued the patient another cycler. In a follow up the patient reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to complete treatments doing manuals until the new cycler arrived. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.